Event description:
Pt ((B)(6)) had surgery on (B)(6) 2013 for knee prosthetic and was prescribed tens for pain. Pt was moved to rehab facility on (B)(6) 2013. Adverse event was reported on (B)(6) 2013. Pt was still in rehab facility as of (B)(6) 2013. It is unknown to me at this time if the adverse event lengthened her stay. Pt's son contacted a (B)(4) we distribute to on (B)(6) 2013 stating that beneath the location of (B)(6) sterile electrode a sizable blood blister had formed. The (B)(4) instructed him to discontinue the use of the tens and to remove it. The (B)(4) provider then traveled to meet with the pt and son. During the visit, the (B)(4) provider discovered that the pt had a known allergy to adhesive. The (B)(4) provider then contacted the pt's physician on (B)(4) 2013 when he became aware, again on (B)(4) 2013 to discuss the visit and again on (B)(4) 2013 for follow up. The (B)(4) was informed on (B)(6) 2013 that the wound was dry and beginning to heal. (B)(4).

Manufacturer narrative:
It is my belief that the adverse event was caused because of two contributing factors: the pt's adhesive allergy was not relayed to the dme and the pt should not have been prescribed electrodes (or the pt should have been prescribed the use of skin-friendly electrodes or a stim-garment). The pt/facility left the device on for longer than prescribed. Therefore, I do not believe that either the tens unit or the sterile electrodes are to blame for the adverse event. However, we are having the products returned to use and will return them to the manufacturers for testing and follow up.